Event description:
Pt was on jevity 1/2 at 30 cc/hr. Fluid level did not change in 30 mins. Tubing set was replaced and the pump worked fine. Problem was found to be defective tubing set. The bellows had stuck while depressed and did not expand back to normal size.